Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. The manufacturer's field service engineer (fse) performed troubleshooting. Error 1104 was confirmed in the device log. No other issues were found. The fse replaced the central processing unit (cpu) and the issue was resolved. The device passed testing.

Event description:
It was reported that a check vent alarm occurred when the device was powered on. It was reported that a check vent alarm occurred when the device was powered on. The device was in use at the time of the event; however, there was no patient harm occurred. The patient was placed on another device.